Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar pedicle screw insertion. It was reported that tip of driver broke off upon insertion. Broken tip removed from site. Surgeon used the other screwdriver in set and no delays occurred. The device broke while being used on patient. There was no patient symptom reported. There were no further complications reported regarding the event.